Event description:
It was reported that "there was something visible inside the extension tube of proximal lumen before use. It was unable to determine if it was a contamination or molding defect of tubing." No patient injury was reported.

Manufacturer narrative:
One dilator kit was returned in the original tray with packaging and all of the kit components for evaluation. The tyvek was found peeled open and the catheter was lying on top of the blue fenestrated drape. A visual examination found no material on or in any of the extension tubes. Pre-deco visual examination was also performed on the returned catheter tray/ introducer kit combo package. No material was observed on or in any of the extension tubes. Decontamination was not performed on the catheter as the catheter did not appear to have been used. The catheter was then examined under microscope at x10 magnification and found to have crystals inside the extension tubes. The injection site was also removed and the site was found to have liquid inside. Chemistry analysis was conducted on the crystals and the ir spectrum of the unknown substance showed similar absorption characteristics when compared to sodium heparin-like material. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report was confirmed during the evaluation; however, it does not appear to be related to the manufacturing process. No further actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that "there was something visible inside the extension tube of proximal lumen before use. It was unable to determine if it was a contamination or molding defect of tubing". There was no impact to the patient.